Event description:
Per the clinic, the device was explanted due to infection. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011; the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2012.